Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that made it necessary to restart the unit during a case as the unit would not initiate mechanical ventilation. There was no patient injury.